Manufacturer narrative:
Three strains (cultured from the same patient) of staphylococcus aureus isolates were submitted to biomérieux for vancomycin evaluation.strain #1: taken from a tsa plate from the original culture ((B)(6) 2015).strain #2: taken from a second tsa plate that grew the same organism.strain #3: taken from a blood agar plate sub-cultured on (B)(6) 2015.the identification of the isolates was confirmed as staph aureus; vancomycin testing included one ast-gp67 card from the same lot as that tested by the customer, one ast-gp67 card from a random lot and broth microdilution (bmd), the reference method for the formulation. For (B)(6), susceptible mics of <= 0.5 were obtained from both ast-gp67 cards tested.for (B)(6) susceptible mics of <=0.5 and 1 were obtained. For all three isolates, broth microdilution (bmd) gave susceptible mics of <= 0.5. The discrepant resistant mic of >= 32 was not duplicated. Susceptible mics <=0.5 or 1 obtained from the ast-gp67 cards and the broth microdilution mic of <=0.5 confirm the vitek 2 results to be correct. The ast-gp67 cards are performing within performance claims.

Event description:
A customer in the united states (B)(6) contacted biomérieux to report a (B)(6) vancomycin result (mic =>32) for a (B)(6) organism in association with the vitek® 2 ast-gp67 test kit (ref 22226, lot 132354940, expiry 01sep16). Patient is a (B)(6)-year old male. (B)(6) 2015 - left elbow fluid specimen received at the laboratory; sub-cultured same day. (B)(6) 2015 - laboratory identified growth of (B)(6). Antimicrobial sensitivity test (ast) was performed via ast-gp67 card on the vitek® 2. Reported vancomycin (B)(6) to (B)(6) physician. (B)(6) 2015 - physician from (B)(6) contacted the laboratory to inform that he had admitted the patient to the hospital in isolation and requested to have the ast testing repeated. The original sub-culture was used to set up the test; this time, obtained a susceptible result for vancomycin (B)(6). (B)(6) 2015 - the original specimen (elbow fluid) was re-cultured. The specimen again grew (B)(6), ast testing produced a susceptible vancomycin result of mic = 0.5. Based on the results of repeat testing, placement of the patient into isolation was unnecessary. The organism is also being sent to the center for disease control (cdc) for additional testing. No information has been provided regarding prescribed therapy, or if the discrepant vancomycin result impacted treatment decisions. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health, though the patient was placed in isolation. Culture submittals have been requested for internal investigation.

Manufacturer narrative:
Device not returned to manufacturer.